Event description:
Healthcare professional reported right side "possible implant exposure," and "draining wound."

Manufacturer narrative:
Device evaluation: "the device related to the reported event of capsular contracture was received on march 25, 2021 with lot number 3446566. Visual analysis of the returned device identified flat creases. A weight test of the device was verified and the device was within specification. Voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing." The events of "possible implant exposure," and "draining wound" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "possible implant exposure," and "draining wound".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. . Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii". The device has been explanted.